Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 02-jul-2019. This spontaneous case was reported by a consumer and describes the occurrence of device breakage ('during tubal sterilisation, one of the essure implants broke and the implant migrated') and device dislocation ('during tubal sterilisation, one of the essure implants broke and the implant migrated') in a (B)(6) female patient who had essure (batch no. 626802) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: an allergy test w as performed before the procedure to check the tolerance to nickel. But the device does not contain only this element. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant) and complication of device insertion ("complication of device insertion"). On an unknown date, the patient experienced fatigue ("fatigue"), tendonitis ("tendonitis"), sciatica ("sciatica") and back pain ("low back pain"). At the time of the report, the device breakage, device dislocation, complication of device insertion, fatigue, tendonitis, sciatica and back pain outcome was unknown. The reporter provided no causality assessment for back pain, complication of device insertion, device breakage, device dislocation, fatigue, sciatica and tendonitis with essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 02-jul-2019. The most recent information was received on 08-jul-2019. This spontaneous case was reported by a consumer and describes the occurrence of device breakage ('during tubal sterilisation, one of the essure implants broke and the implant migrated') and device dislocation ('during tubal sterilisation, one of the essure implants broke and the implant migrated') in a 38-year-old female patient who had essure (batch no. 626802) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: an allergy test w as performed before the procedure to check the tolerance to nickel. But the device does not contain only this element. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant) and complication of device insertion ("complication of device insertion"). On an unknown date, the patient experienced fatigue ("fatigue"), tendonitis ("tendonitis"), sciatica ("sciatica") and back pain ("low back pain"). At the time of the report, the device breakage, device dislocation, complication of device insertion, fatigue, tendonitis, sciatica and back pain outcome was unknown. The reporter provided no causality assessment for back pain, complication of device insertion, device breakage, device dislocation, fatigue, sciatica and tendonitis with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jul-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.